Event description:
The manufacturer received information alleging a ventilator patient became cyanotic and was taken to an emergency room. The patient was evaluated and released. The ventilator was returned to the manufacturer for evaluation. During the evaluation, the device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. Based on the manufacturer's evaluation and review of the event logs, the manufacturer concludes the ventilator operated and alarmed as designed.